Event description:
It was reported the patient had a mini sternotomy performed where closed with plates and screws. About 1 to 1 1/2 weeks post op, the patient experienced a coughing fit, where it was discovered a day later, that 2 of the 8 screws used on a plate had back out. A revision surgery was performed to remove the plate and screws in question.

Manufacturer narrative:
The patient had a coughing fit the day before the revision, however it was not confirmed the screws back out due to the coughing fit. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were 2 different screw part numbers that were explanted, see MDR #1032347-2011-00095 & 96.